Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Elevated bg was addressed by administering a correction bolus via the pump. To resolve the occlusion issue, the customer changed the infusion set and cartridge, then resumed insulin.